Event description:
It was reported that when an asymptomatic patient presented for a routine follow up, possible output circuit damage alerts and high voltage lead impedance out of range alert were observed. The patient refused device and lead replacement.